Event description:
A physician used the starclose device to attempt an arteriotomy closure after an intervention procedure. The physician experienced a hard stick when trying to remove the device and performed a small cut down to remove the device. The starclose clip came out attached to the device.

Manufacturer narrative:
The results of the evaluation of the returned device showed a pusher body to shaft nylon joint bond failure. Review of the device history record for this lot did not produce any findings relevant to this report. Corrective action has been initiated.